Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced skin overgrowth issues at the implant site. Subsequently the device was explanted (date not reported); during the same surgery the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.